Manufacturer narrative:
The reported events of noise and lead fracture were not confirmed. As received, only the distal portion of the lead was returned in one piece. During electrical testing, the lead was shorting due to procedural damage at middle region of the lead. An x-ray examination did revealed no indication of conductor fractures. A visual inspection of the lead revealed no anomalies with the exception of procedural damage.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. An ra lead fracture was suspected to be the cause of the event. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.